Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin delivery was suspended due to sensor glucose verses blood glucose readings. The blood glucose reading at the time of the incident was 86mg/dl and the sensor glucose reading was 45mg/dl, outside of the acceptable range. The customer also stating receiving sensor errors including calibration not accepted then change sensor. The sensor will not be returned for analysis.